Event description:
The customer reported the unit fails pads test on operational check. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the fails pads. There was no reported patient involvement / adverse patient impact.